Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing of her infusion set detached at the tubing connector while she was sleeping. She had high blood glucose level which she self-treated with a manual injection. The site location was at left side of her lower abdomen and the pump was worn in the left side of her pajama. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing of her infusion set detached at the tubing connector while she was sleeping. She had high blood glucose level which she self-treated with a manual injection. The site location was at left side of her lower abdomen and the pump was worn in the left side of her pajama. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.